Event description:
The customer reported via phone call that she has been experiencing high blood glucose and no delivery alarms. Customer stated that it started about 3 weeks ago and the alarm occurs during boluses. Customer was advised to try different infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.